Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #: m90u8k, m90h1h, m90j61. The analysis results found that the 2h12lp instrument was received with the tip of the stopcock sleeve melted. See attached pictures. The obturator was not returned for evaluation. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the aero peritoneum tube could not be connected since the device was partially distorted. Another device was used to complete the case. There were no adverse consequences to the patient.